Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer disconnected from the insulin pump and taking a shorts after that her blood glucose was which was low of 47 mg/dl. After that customer fell asleep and woke up with blood glucose of 355 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with syringe, insulin pump. Customer was assisted with performing the high pressure test and the test result was no delivery. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing.